Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when a patient presented for routine follow-up in clinic infection was determined. The source of infection was determined as bacteremia. There was no indication of endocarditis. The system was explanted due to systemic infection. There was no vegetation on the leads. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was stable following the procedure.